Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported that the needle hub separated from the syringe and was stuck inside of the shield. Needle shield was not difficult to remove. Packaging was discarded, consumer does not have the lot or product information. He stated that the syringes are 6mm, 1/2ml. He has one sample to send in. Lot #: unknown. Catalog #: unknown. Date of event: unknown.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported that the needle hub separated from the syringe and was stuck inside of the shield. Needle shield was not difficult to remove. Packaging was discarded, consumer does not have the lot or product information. He stated that the syringes are 6mm, 1/2ml. He has one sample to send in. Lot #: unknown. Catalog #: unknown. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that the needle hub separated from the syringe and was stuck inside of the shield. The returned syringe was examined and was returned with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for needle hub separates due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.